Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: b5, e2,e3, g2, h2, h4, h6 and h10. Correction to e2, e3. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It has been less than three years since the subject device was manufactured. Its is surmised that the phenomenon, ¿image is not displayed,¿ was caused due to the following reason. ¿electrical components related to the image transfer of the patient board set (ap and dr boards) accidentally malfunctioned, and this caused a problem in image transfer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image display was not confirmed. A full inspection was performed and the unit passed all inspection checks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the customer the evis exera iii video system center is unable to display an image with the 180 series scope. There was no patient involvement, no harm or user injury reported due to the event.